Event description:
During the transapical tavr procedure, the 26mm sapien valve was deployed successfully in a 60:40 aortic/ventricular position; however, post deployment the patient's systolic pressure remained 40-45mmhg. The delivery system and the wire were removed. Epinephrine was administered and chest compressions were initiated to help circulate the medication. The patient¿s blood pressure spiked at this time, and was then brought down again. A root shot was performed which demonstrated moderate - severe central leak. The decision was made to deploy a second valve. The delivery system was prepped with 21cc and a second 26mm sapien valve was deployed 60:40 a/v within the first valve, yielding trace pvl and trace central ai. The second valve was deployed without rapid pacing. The patient's pressure did not recover and at that time the anesthesiologist noticed a hematoma around the left atrium; however there was no increase in the right sided pressures. The implant team perceived that a dissection of the aortic root may have occurred. Due to the patient's previous bypass and the patient's inoperability, the patient was pronounced. There was no bleeding of the apex site noted. Note: the patient underwent left main stenting in (B)(6) 2014, the month prior to tavr. During this procedure the aorta was dissected and/or an intramural hematoma was created. The physician's opted to let the injury heal itself and no intervention was performed at the time. Several weeks after the lm stenting procedure, the patient was hospitalized and it was found that there was a dissection in the lad, distal to the stent. The patient coded during this procedure, however, survived. Several weeks later, prior to the tavr procedure, echo showed that the aortic dissection had healed. At this time the team decided to proceed with the tavr procedure. A CT was not performed. During post procedure discussion, there was concern of whether or not the previous dissection had truly healed. It was speculated that the patient¿s tissue was friable. The patient's aortic valve was severely calcified.

Manufacturer narrative:
Per the instructions for use, central regurgitation and hematoma are potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The available literature addressing peri-aortic hematomas following tavr indicate that there are several possible etiologies and potential contributing factors, including the presence of bulky calcification of the non-coronary cusp (ncc), potentially causing calcification to be pushed against the aortic wall during inflation of the balloon; certain anatomic features, including the disparity between the volume of cusp calcium and the volume of the sinus of valsalva; clinical features, including advanced age, female gender and small body weight; deformation of the wall of the aorta during balloon inflation; exacerbation by intra-procedural hypertension immediately following tavr; ¿overstretching¿ of the annulus and/or the aortic root; and size mismatch between the native aortic annulus and transcatheter heart valve diameters. In this case, the exact cause of the central leak cannot be confirmed, it is possible that slow recovery of adequate ventricular flow post valve deployment contributed to the event. The cause of the aortic dissection/hematoma is uncertain. It was speculated that the prior dissection may not truly have been healed, and the patient¿s tissue was friable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.